Event description:
It was reported that the tip of the instrument broke during use. No broken piece remained in the patient. No patient complications were reported.

Manufacturer narrative:
(B) (4): device was not returned to the manufacturer for evaluation. From review of the submitted pictures, the upper jaw appears to be broken off from the jaw pivot pin forward. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force. The above observations are consistent with misuse due to the application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.